Event description:
A vns programming physician reported that he performed a system diagnostic test and when he did the patient complained that she felt a horrible pain up her neck at the lead site and has continued to feel the same pain every hour since that time. The patient's device had been programmed off prior to the testing. The test is performed at 1ma. The physician did not perform a final interrogation to make sure that patient was still turned off before she left the office. The patient was so upset that she would not allow him to get the programming wand near her. The patient returned to clinic and it was determined that their device had been left programmed on and they were receiving therapy at 1ma once an hour. The patient was programmed to 1/20/500/30/60. This is from a faulted system diagnostic test. The patient's device was set to 0 ma. Teaching was provided as to the cause of the event and how to prevent in the future.

Manufacturer narrative:
Analysis of setting provided by site.